Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that the touchscreen was less responsive. Customer declined troubleshooting. No additional information was able to be obtained.